Manufacturer narrative:
Technical services noted that there was no way to find the episode in question that has been overwritten even with a memory download provided. Technical services advised to check the arrhythmia logbook or checking the patients home monitoring system. If the episode is not available there then it is lost. With a memory download only technical services is able to send the information to system engineering for error and memory fault code checks, which will not analyze the episode in question. Technical services noted that based on the information obtained a lead insulation issue is more likely then the suspected fracture.

Event description:
Boston scientific received information that prior to the procedure there were several non sustained ventricular tachycardia episodes as well as ventricular fibrillation episodes resulting in inappropriate therapy. Noise and oversensing was observed on the right ventricular channel. The physician suspected a lead fracture. It was not possible to extract this lead, thus the lead was surgically abandoned. A memory dump of the device was provided to technical services to review an episode in december 2011 to evaluate a ventricular fibrillation episodes which revealed anti tachycardia therapy and shock therapy delivered. This episode could not be seen through the programmer, and thus required additional analysis. No adverse patient effects were reported.